Event description:
Customer reported that the insulin cartridge leaked at the o-ring after being filled off the pump. There was no adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and resumed insulin therapy successfully.